Manufacturer narrative:
It was reported the patient developed pneumonia within two days postop leading to septic shock and respiratory failure. Respiratory cultures were positive for pantoea septica and yeast with gram stains positive for yeast and moderate white blood cells. Pantoea bacteria are found in the intestinal tract of humans. Yeast is a common oral inhabitant that can create respiratory complications after general anesthesia when the endotracheal tube pushes the flora into the respiratory tract. The patient was ultimately intubated for three days until the complication resolved. The patient also had a concurrent urine culture positive for e. Coli. Additionally, the patient has preexisting cardiac complications, obstructive sleep apnea, and obesity; all of which place increased stress on the respiratory system and put the patient at increased risk for postop respiratory complications. Procedural-related complications are influenced by the type of surgery, patients preexisting comorbid state, and perioperative management. Pneumonia is a well-known postoperative complication that typically requires medical intervention and hospitalization for more aggressive medical management. During the immediate post-operative period for a period of 2 hours, the protective reflexes are depressed and the patient can aspirate. Typically, the reason for postoperative pneumonia is the aspiration of subglottic secretions containing bacteria. Once the bacteria enters the respiratory tract, they can replicate if the conditions are right and advance into aspiration pneumonia. Pneumonia is a procedural-related complication resulting from intubation during the procedure. The root cause is attributed to non-device related factors. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical product: vanguard cr ilok fem-lt 65 catalog #: 183028 lot #: j6689690; vg crl mono-lck brg10x67 catalog #: 189240 lot #: 617200. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple reports were filed for this event, please see associated reports: 0001825034 - 2021 - 02690, 0001825034 - 2021 - 02698, 0001825034 - 2021 - 02699. Investigation incomplete.

Event description:
It was reported that an initial left total knee arthroplasty was performed. Two days post operatively, the patient was readmitted for hypoxia, pneumonia, respiratory failure, septic shock, and ards. The patient was reintubated 17 days later and discharged 3 days after that. Attempts have been made and no further information has been provided.